Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair procedure, when using a fast fix, t1 was implanted and when t2 was placed, it came off the needle. All the ts were removed from the patient. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Correction in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The image provided by the customer is for a different part then a fast-fix 360. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part determined this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.